Manufacturer narrative:
Pending investigation.

Event description:
As reported via legal documentation, on (B)(6) 2018, the patient underwent right knee revision surgery and was implanted with a second optetrak logic psc polyethylene tibial insert (serial #: (B)(6)) which was also subject to the recall. On (B)(6) 2022, approximately 3 years and 10 months after their initial revision, the patient underwent right knee re-revision surgery due to accelerated and preventable wear of the optetrak logic psc polyethylene tibial insert. There is no other patient demographic or medical history available. There is no information on the surgical procedure or patient outcome. There is no device return. There are no photos or other images of the device provided. No additional information is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear or due to inclusion of the polyethylene in the packaging recall. Additionally, a contributing factor to the reported wear may have been the result of being packaged in a non-conforming vacuum bag for more than five years. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images and radiographs were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.